Event description:
As the trial was being screwed into the cup, the screw aspect of the trial broke away, taking some plastic with it. Another identical device was immediately available and the case was completed as originally planned with no adverse consequences.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.